Event description:
It was reported that this right ventricular (rv) lead was explanted due to a loss of capture measurements present due to a dislodgement that occurred. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
Based on the instructions for use for this product, dislodgement behavior is a known inherent risk of the use of this lead. This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a loss of capture measurements present due to a dislodgement that occurred. No additional information is available at the moment. No additional adverse patient effects were reported.